Event description:
Patient transferred to have chest tube repositioned or replaced and they found that the stopcock on the catheter was broken and was allowing air to freely go in and out of chest tube. Unsure when/how this happened. Patient has had the chest tube for 2 weeks.